Event description:
It was reported that as the implantable neurostimulator (ins) was about to be implanted, it was noticed that it looked like it had a dent on it. The surgeon examined it and agreed there was ¿definitely a dent on it.¿ no damage to the box or internal packaging was noted upon being opened for the procedure. The ins was not implanted and was replaced with a different ins. No further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: neu_wrench_acc, product type: accessory. Analysis of the implantable neurostimulator found that the can was dented.

Manufacturer narrative:
(B)(4).